Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that the cartridge leaked from an unspecified location when it was being filled with saline. Reportedly, the pump was being used with saline. The user successfully loaded a new cartridge.